Event description:
It was reported that the cylinders of this inflatable penile prosthesis were pushing the glans as they were too big. A surgical procedure was performed, during which cylinders and pump were removed and replaced while the reservoir was kept in the patient. There were no patient complications reported.